Event description:
I am insulin dependent type ii diabetic. My insurance will not cover a continuous glucose monitor, so I purchased a dexcom g6 and used it for a month. It was great; no problems, good agreement with finger stick readings. So I purchased a much cheaper system, the freestyle libre, and started using it. It is horrible. My am finger stick was off by 20 mg/dl. Then just before lunch I became symptomatic, but the meter read 92 mg/dl, so I should have been fine. But when I did the finger stick it read 49. This is horrible. With that degree of inaccuracy I cannot comprehend how the system ever got FDA approval, unless they fudged some data. This item should be recalled. Dangerous and a waste of money. FDA safety report ID# (B)(4).